Event description:
It was reported that the patient was revised due to pain.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.